Event description:
It was reported that there was paticulate matter inside a small volume intermate¿s balloon. The particulate matter was identified after it was filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 28, 2014 to september 3, 2014. Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection identified white particles floating in the reservoir of the device. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic material. The cause of the paticulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.